Manufacturer narrative:
The t:slim pump user guide states: the default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. The user guide also states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and an auto-off alarm. Tandem customer technical support (cts) had the customer perform a system check and the occlusion appeared to be within the infusion set tubing. However, the customer reported to have been using humalog insulin in the cartridge for 3 days. The customer changed the supplies on the pump and insulin delivery was resumed. Cts reviewed the auto-off feature with the customer. The customer acknowledged the information. The customer's blood glucose (bg) level was in the 300 mg/dl range. A correction bolus via the pump was used to address the bg level.